Manufacturer narrative:
The insulin pump was received with a minor scratched display window, a cracked case at the display window corners, cracked battery tube threads, a broken belt clip slot, a broken reservoir tube lip (however the test reservoir was held inside of the reservoir compartment), missing reservoir tube o-ring, and a cracked reservoir tube.

Event description:
The customer called in to report damage to the reservoir compartment, stating that the threads at the top have broken off and they can no longer hold the reservoir in place. The customer's blood glucose level was unknown. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced, and agreed to return the product for analysis.